Manufacturer narrative:
(B)(6). A visual inspection confirmed the reported breakage. The distal tip of the anchor broken off and the suture is also missing from the device. A dimensional analysis of the anchors major diameter was found to meet print specification. The inserter tines are bent. The condition of the device is consistent with excessive torque being applied during insertion. Without knowing the method of site preparation a root cause cannot be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip of anchor snapped off in the patient bone upon insertion. No patient injury or other complications were reported.